Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 480 mg/dl which was treated with manual injections. Customer's blood glucose level at the time of call was 69 mg/dl. Customer was experiencing high blood glucose symptoms like confusion, feeling sick, headache, tired and increased thirst during hospitalization. Customer was in emergency room for 12 hours and treated with intravenous insulin infusion. Ketones test was performed was but results was unknown. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.